Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter ¿particles are found in the drugs that are compounded¿ after using a unknown bd¿ closed system transfer device. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample or device number were provided. Lot # 1707101 was looked up and multiple device numbers came up as a possibility and we cannot verify which is the correct device for evaluation. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample or device/material number was provided.